Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging error 5 meter issue. The reporter initially called medtronics but call was dropped upon transfer to lfs customer service. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.